Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 8 days after the right knee replacement, the doctor found that there was an exudation in the deep part of the surgical incision and non-healing of surgical incision. The suture was removed immediately, and disinfection was strengthened, and the situation of the surgical incision was closely observed. Soon, the exudation from the surgical incision gradually decreased, and the recovery was good.